Event description:
The reporter stated that the patient who has surgery for cervical spondylosis was observed to have a screw back out of their cordant cervical plate. It is considered likely that revision surgery will be required. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.